Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, it was found the tube had low draw and the blood volume not enough. Immediately replace the tube, and re-collect for the patient."